Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted in the trachea during a stent placement procedure. According to the complainant, the indication for the stent placement was treatment for lung cancer. The lesion was located in the bronchi. During the procedure, the device was advanced to the target area and deployment was begun. After approximately 50% of the stent was released, resistance was encountered when pulling the deployment suture and the stent was unable to be fully deployed. Reportedly, it seemed that the suture was tangled. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 20 mm. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent; however, the stent did not fully expand. It was noted that the stent cover appeared shrunken and this appeared to be preventing the stent from expanding. It was noted that the shaft was kinked at approximately 80 mm proximal to the distal tip. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted in the trachea during a stent placement procedure. According to the complainant, the indication for the stent placement was treatment for lung cancer. The lesion was located in the bronchi. During the procedure, the device was advanced to the target area and deployment was begun. After approximately 50% of the stent was released, resistance was encountered when pulling the deployment suture and the stent was unable to be fully deployed. Reportedly, it seemed that the suture was tangled. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.